Event description:
A surgeon reports a pt experienced halos and starbursts following intraoculr lens (iol) implant surgery in 2003. The pt indicated they first experienced the visual disturbances at one day post-op. A yag capsulotomy was performed with no improvement; however the pt stated they did notice increased brilliance of the starbursts. Additional info provided by the user facility indicates the iol was explanted and replaced with a posterior chamber lens in 2005.